Event description:
The user facility reported that a deteriorated glue ring from the endoscope detached and fell into the patient during a procedure. The fallen piece was retrieved from the patient through suction. The facility reported that they had noted the glue seals were brittle and chipped during a procedure. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the glue was missing from the distal end of the device. Approximately 20% of the glue on the insertion tube side was missing and the remaining portion of the glue appeared worn, which was attributed to chemical damage. The facility was reported to be using a reprocessing method not recommended by olympus. This report is being submitted as an MDR due to an apparent user error in failure to use reprocessing method recommended by the manufacturer.